Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was told that the leads occluded the veins in their left arm and they continue to experience numbness in their left arm to the hand. The patient thought they may be allergic to the leads and also experienced lymphedema.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were anxious about their device replacement due to arm swelling and complications during the original implant. Follow-up with the clinic determined that during the implant procedure, the right atrial (ra) lead dislodged in or after removal of the sheath. The lead was able to be repositioned during the procedure before the patient left the catheter lab. After initial placement of the right ventricular (rv), left ventricular (lv), and ra leads, the patient experienced a transient clot in the left arm. There was minimal left arm swelling that resolved without intervention. The leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.